Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold and impedance measurements. There were no out of range measurements at that time. Additional information was received which reported that the lead was surgically abandoned and replaced due to high pacing threshold measurements. No additional adverse patient effects were reported.